Event description:
It was reported from switzerland that during an expert tibial nail surgical procedure, it was observed that during use, the drill bit device stopped working without a big force being applied on the device. It was reported that the drill bit device was in use with a radiolucent drive device. According to the report, the radiolucent drive device became very hot during use. The reporter stated that the adapter device became stuck on the radiolucent drive device and was difficult to remove. It was further reported that the drill bit device could not be removed from the radiolucent drive device and pliers were used for removal. It was reported that once the drill bit was removed, it was observed that the drill bit device had black oil like paste marks on it. It was further reported that the ¿instrumenting woman¿ knocked the radiolucent drive device on the table and small black pieces came out of the device. There was a fifteen minute delay in the event. It was not reported that a spare device was available for use. There was patient involvement was reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be duplicated or confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.